Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the patient underwent a removal surgery of a plate and screws. Before use, the operating surgeon and staff were aware of the wear of the hexagonal part of the screwdriver shaft. At the discretion of the surgeon, the screwdriver was used and removal was attempted. The screwdriver and the screws did not engage properly so another screwdriver was used to remove screws. There were several screws that were stuck to the plate or bone and became difficult to remove. Only the plate was removed using a removal device and several screws remained in the body. The surgery was completed successfully with over 30 minutes delay. This report is for one (1) unknown screw. This is report 2 of 3 for (B)(4).